Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that they had hyperglycemia. Blood glucose level was 408 mg/dl. Customer took bolus and blood glucose went 95 mg/dl. It was unknown if the customer was using auto mode feature at the time of reported event. Customer reported that they had low blood glucose as well and they drank juice to bring it up. No further details given. Insulin pump will not be returned for analysis.